Event description:
The user facility returned the device to olympus for service. The device was received with a user's report of "no image and it burned a pt." The user facility was contacted several times to obtain additional info regarding this report; however, no further info was obtained.

Manufacturer narrative:
The device was returned to olympus national service center for service. The device was then forwarded to ra for investigation due to the nature of the user's report. The investigation confirmed the user's report of "no image." The outer tube of the telescope was severely dented, bent and bore multiple scratches. The impacts to the outer tube appeared to have caused image problems and were determined to be due to physical damage. The eval did not duplicate the device becoming unusually warm. Olympus will continue to work with the user facility to obtain clarifying info regarding the pt's outcome. If additional and significant info becomes available at a later date, a supplemental report will follow. This report is being submitted as an MDR in an abundance of caution.